Event description:
Patient was in the physical therapy department preparing to practice bed to wheelchair transfer. The brakes were locked and checked by physical therapist before attempting the transfer. During transfer of patient, the wheelchair moved from original position had to be lowered to floor. Patient did not experience any injury.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Service records not available.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: component failure. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.